Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 7.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 99% stenosed, mildly tortuous and severely calcified.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 7.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.